Event description:
It was reported to baxter that one (1) ce infusor sv2 device was observed leaking in the storage bag after filling. According to the report, the device was filled with 94ml of 5-fluorouracil (unknown concentration, normal saline used as the diluent) and sat overnight. The next day, the facility did a last check of the sample prior to sending to the cancer center when they noticed leaking in the bag. The pharmacist stated the blue winged cap and fill port caps were securely fastened and the leak was not observed within the housing. The reporter stated the location of the leak is unknown. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter containing fluid in the bladder. Upon receipt, solution was also noted in the bag that contained the sample which suggested leakage must have occurred. The source of the solution was visually observed at the connectivity of the blue winged cap and the luer body. The winged cap was visually noted to be adequately fastened on the luer body. No other source of leakage was found. A batch review was conducted and revealed that the product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). This is a single use device and will not be repaired.